Event description:
It was reported that the patient experienced an infusion set tape not sticking issue event on 08 mar 2026. Due to the event, patient experienced high blood glucose level measuring 460 mg/dl and was treated with correction by pen. The site of insertion was thigh and infusion set was in use for first day.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.